Event description:
A customer reported to baxter (B)(4) of a catheter set that leaked from the connection between the injection site and threaded luer lock after the start of administration. There was patient involvement, but no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned 2 samples without the pouch. The samples passed visual testing and underwater pressure testing at 8psi; therefore, the reported condition could not be confirmed. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.